Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint about blood result reading "lo". Customer normally runs between 74-110mg/dl. Back to back blood tests performed at the time of the call resulted in e-2 error messages. Last result in memory was "lo". No adverse event reported.